Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2016 for a high blood glucose level of 539 mg/dl. She was unable to get her blood glucose level down, therefore, she was treated with IV drip and needles. The customer was wearing the insulin pump at the time of hospitalization. The customer received many no delivery alarms. The no delivery alarm was resolved by changing the complete set. The insulin pump had a blank display. The display returned after troubleshooting. The device was not returned.